Event description:
The phlebotomist was about to draw blood from a pt when the tube in her hand shattered when it came in contact with the needle inside a vacutainer holder. No blood was withdrawn since the vacuum was broken. The phlebotomist suffered a minor cut and treated herself. There was no blood bornepathogen exposure. Only the top of the stopper came in contact with the needle. She was aksed if she needed medical attention, but declined treatment. One other medical device was being used at the time of the event mfg by another co.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.